Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. Upon evaluation, the response button covers and dome switches were missing. The cause of the inability to activate the device is the missing dome switches. The root cause of the missing dome switches is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.